Event description:
The customer reported per the medwatch report "masimo spo2 brick failed along with cable that plgus into it, said faulty probe." There were no patient impact or consequences reported.

Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.